Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted with blood/body fluid (not obstructed), blood in/on helix/lobe mechanism, deformation/fracture in 5cm prox section of the inner coil. Extension problems, damaged at implant. Analyst visual comment - helix will not extend or retract due to distal conductor distortion within the connector. Full lead returned and analyzed.

Event description:
It was reported that during implant the lead was sensing low. The physician tried to reposition the lead but the helix would not come out. The lead was not used. No patient complications have been reported as a result of this event.